Event description:
It was reported that the pt was hearing well with his cochlear implant, but stopped having any hearing sensation suddenly. Re-implantation will occur. A date has not been set so far.

Manufacturer narrative:
The device has not been explanted if it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.